Manufacturer narrative:
The pump passed the sleep current test, active current test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Pump communicated properly with the test guardian link 3 transmitter. Successfully downloaded pump history files and traces using thump software. Pump alarmed a low battery alert on (B)(6) 2024 at 08:41:00.000. No valid battery cycles could be confirmed in the pump history files and traces. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. No com pump to xmtr was not confirmed during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days due to no records of less than 7 days due to no relevant records of battery inserted system time in pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer had a loss of communication issue between the insulin pump and transmitter and reported the battery on the pump died. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was partially performed but the issue could not be resolved. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested and the customer response was the device will be returned.